Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) stated that there was a hole in the cassette and a leak the previous night. The technical service representative (tsr) assisted the hp to cycle power on and read the display. The hp gave the phone to the care giver (cg) and the cg stated that the hc displayed 'press go to start.' The tsr had the cg pressed go and open the door to check to see if any solution had leaked inside the door; the cg stated that the solution did not leak in the door. The tsr had the cg cycle power off, explained that the hc was operational and asked if the hp would hold on to the supplies so that baxter can pick them up. The cg stated that they would hold on to the supplies. Product surveillance contacted the hp in 2009 and he stated that the hole caused a leak which resulted in the solution to be drained from the bags. The hp did not have the lot number available but still had the sample available. The hp stated that everything was fine and therapy was going well; there was no injury or medical intervention reported.

Manufacturer narrative:
Sample available for evaluation.

Manufacturer narrative:
(B)(4). Per the customer, the sample has been discarded.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 398 mg/dl and 143 mg/dl, hi (greater then 600 mg/dl) and 260 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.